Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implanted neurostimulator (ins) turned off about 3 years ago, but they were unable to clarify further on what caused the ins to turn off. No symptoms were reported.